Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
As reported to coloplast though not verified, patient was implanted with exair mesh. Later the patient experienced recurrent stress urinary incontinence, recurrent urinary tract infection, possible recurrent prolapse and granulation tissue on the anterior vaginal wall. The granulation tissue cauterized in office, premarin cream prescribed and timed voiding taught to the patient. Suppression antibiotic therapy was started. No explant procedure was reported.